Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus and administered a manual injection to address a blood glucose (bg) value, and subsequently the customer's bg level lowered to 50 mg/dl. Customer addressed low bg with juice. Recommendation was made to discuss diabetes management with a health care professional.